Manufacturer narrative:
Device evaluated by manufacturer; it was observed that the imaging window was detached from the lap joint section of the sheath assembly and not returned. No other issues or abnormalities were found during the testing.

Event description:
It was reported that tip detachment occurred. An opticross imaging catheter was selected for use, during percutaneous coronary intervention after pullback was performed twice the tip had detached and it was removed from the patient body. The procedure completed with another of same device. No patient complications were reported.

Event description:
It was reported that tip detachment occurred. An opticross imaging catheter was selected for use. During percutaneous coronary intervention after pullback was performed twice the tip had detached and it was removed from the patient body. The procedure completed with another of same device. No patient complications were reported.